Manufacturer narrative:
The reported complaint of not cooling on the thermogard xp ivtm system (serial # (B)(4)was not confirmed during functional testing. Unrelated to the reported complaint, a cracked top case on the thermogard console was observed during visual inspection. The thermogard ivtm system is a reusable device and was manufactured in september 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 3 years. Therefore, this type of physical damage on the console was likely attributed to wear and tear. No discrepancy observed during console's event log review. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient ivtm therapy, customer reported that the thermogard system console (serial #(B)(4)) was not cooling. The console was set in max power to cool to 36 degrees with patient temp of 37.8 degrees. The roller pump and pin wheel were spinning and patient's temperature did not change for four hours. Customer used a different thermogard system console and continued with the ivtm therapy, the temperature target was achieved quickly. No issues reported with catheter or start-up kit. No known impact or consequence to patient information was available.